Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during an ercp (endoscopic retrograde cholangiopancreatography), the single use retrieval basked used for calculus removal caved in and became stuck. An endotripter was unsuccessful in releasing the basket and the patient was transferred to another facility where an additional procedure was performed to remove the entrapped device.